Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, eccentric, 90% stenosed, de novo proximal left anterior descending (lad) artery, the balance middleweight (bmw) elite guide wire and a non-abbott balloon dilatation catheter (bdc) were delivered. After pre-dilatation was completed a non-abbott stent was implanted using 12 atmosphere (atm). It was noted that the bmw elite was jailed with the stent and during attempts to remove the guide wire, it was noted that the coils stretched. The entire bmw elite was removed from the anatomy and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) - indication for use, guide wire was jailed beneath the stent. The device was returned for analysis. The stretched coils and separation were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis suggests that the core failure may be attributed to ductile overload. It should be noted the hi-torque balance middleweight elite guide wire instructions for use states: do not jail this device between the stent and the vessel wall. It may become impossible to withdraw this device. If strong force applied to this device, it may result in damage or separation of this device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Based on the reviewed information, no product deficiency was identified.